Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient experienced a cerebral spinal fluid (csf) leak and a headache post catheter removal on (B)(6) 2018. It was noted that the catheter was removed and discarded in medical waste. It was stated that the temporary catheter being utilized per protocol for baclofen drug administration via bolus and withdrawal of csf. It was noted the patient received a blood patch on (B)(6) 2018. Follow up with patient reported resolution by family member on (B)(6) 2018. The event date was (B)(6) 2018 ((B)(6)). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) indicated the event date was updated to 2018-aug-31. The catheter serial number was (B)(4) . Medical history/indication for use included spasticity of cerebral origin-cerebral palsy. On (B)(6) 2018 after removing the temporary catheter at the end of the clinical trial (day 5) the patient reported a headache and examination revealed a cerebral spinal fluid (csf) leak. It was clarified the headache the patient experienced was a spinal headache. The hcp prescribed butalb/acetaminophen/caffeine 50-300-40mg 1 capsule oral every 4 hours for headache pain relief and patient was discharged home on (B)(6) 2018. On (B)(6) 2018 the patient's mother phoned and reported headache had progressed and was worse, and to callback if not improved by sunday ((B)(6) 2018). On (B)(6) 2018, the hcp was notified and the patient's mother was told to bring the patient to a local facility for a blood patch. On (B)(6) 2018 it was reported local facilities would not do/refused blood patch, and the patient had not improved. On (B)(6) 2018 the patient's father reported to study coordinator that the headache did not improve, and a blood patch was ordered and performed. On (B)(6) 2018 it was reported the pressure headache was resolved, but still had some headache/headache was better but not resolved. On (B)(6) 2018 the patient reported improvement/headache resolved. On (B)(6) 2018 it was confirmed the patient was back to baseline status/event resolved without sequelae/symptoms resolved. The clinical diagnosis was cerebral spinal fluid (csf) leak with headache. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. Other etiology stated the event occurred after temporary catheter was removed at the end of the intrathecal (it) baclofen catheter study. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.